Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, the patient complained of leaking fluid. Per the physician, test results were normal and no complications were reported. The patient condition is stable. All other information is unknown and unavailable.